Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a leakage at the tube of two devices (used on the same patient). The provided image shows that the leak was at the ats connector, not at the tubing.